Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 12-april-2024, it was reported that 01-april-2024 customer experienced blockage in the tubing and had high blood glucose. Also, mentioned that she had one a few minutes ago and has already changed 5 infusions set in the past few days and she changed everything out and they keep happening. She did get the pump to work and tried to bolus 5 units and after 2.5 units she got an occlusion alarm. Four of the infusion set were from a different box and has used both boxes. The current ifs she placed last night was fine all night and she woke up at 1:36 and then the occlusions started when she tried to give her breakfast bolus of 4.8 units and blood glucose was 175. Customer had correction bolus via pump to address high blood glucose. The patient replaced infusion set and resumed insulin deliveries successfully. No further information available.